Event description:
It was reported that the patient experienced hypoglycemia 38mg/dl value with the symptom of unconscious and feeling off went to emergency room and was hospitalized for less than 24 hours and was get treated with intravenous sugars on 26 mar 2026, hence no malfunction related to the infusion set.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.